Manufacturer narrative:
Patient's city: (B)(6). Initial and final MDR 1884469 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's cannula was bent. The issue occurred with two infusion sets within first day of use. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.